Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectosigmoidectomy procedure, the device broke. The green color connection located in the distal part of the stapler here you will connect the orgive was broken. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.